Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed multiple times for no delivery. The alarms had been resolved with a complete set change and was advised to call when it happens again. The customer had a high blood glucose of 396 mg/dl. The customer was given antibiotic and steroid shot for a respiratory infection and had elevated blood pressure and shortness of breath. The customer treated with the insulin pump. The drive support cap was normal and recessed. The customer was advised to disconnect and reconnect the tubing and reservoir, rewind the insulin pump, reinsert the reservoir and run a manual prime to 5 units and did not alarm for no delivery. The insulin pump alarmed for a motor error. The insulin pump had not been exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and revert to a back up plan.